Manufacturer narrative:
Concomitant medical products: product ID 97745, serial# (B)(4), product type programmer; product ID: 97745, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the controller would not charge or turn on. The patient stated they had the lithium battery pack in and tried (B)(4) batteries with a manufacturer representative (rep) but that did not change anything. The patient stated they had an issue the other day where the controller would not charge but they were able to get it to work. They stated the power supply light was on but he controller green light was not on and the screen was blank. The patient stated they were unable to turn the ins on and they needed it. A replacement controller was sent. No patient complications were reported as a result of this event.